Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer was unable to provide the serial number for the device and appears to be using the device without issue. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a 75-year-old male patient, the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.